Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported issue indicates that the drawer board was discovered to be non-functional at the full height of cubie drawer 5 in the main unit. A field service engineer successfully replaced the drawer board to address the problem. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.